Event description:
It was reported that the patient experienced phrenic nerve stimulation. An x-ray confirmed the left ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. Following the event, the patient was in good condition.

Manufacturer narrative:
.